Event description:
It was reported by the affiliate that when the device, with reload cartridges, was used during a laparoscopic sigma procedure, staple line bleeding occurred. Clip ligation was used to complete the case. There was no further consequence to the pt.